Event description:
It was further reported that the balloon ruptured on the 3rd inflation.

Event description:
It was reported that during an endovascular treatment procedure, a balloon rupture occurred. Vascular access was obtained via the femoral artery. This 90% stenosed lesion was located in the moderately tortuous superior vena cava. This 9.0mm x 40mm x 80mm sterling balloon catheter was selected for post dilation and was advanced to the lesion without resistance. Once to the lesion, the balloon ruptured at 12atms after being inflated for 30 seconds. The device was removed from the patient intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer:the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).

Manufacturer narrative:
(B)(4).